Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was 522 mg/dl with extreme thirst, extreme urination, and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on pump therapy. During troubleshooting, it was reported that: the pump¿s basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. The total daily dose history did not was not appropriate for the programmed basal rates. It was determined that the following activities caused the alleged variation of the total daily dose history: the pump¿s settings were recently changed by the patient; recent cartridge change; basal edit screen accessed. The patient was referred to a health care professional for diabetes management. No device malfunctions were indicated or alleged. This complaint is being reported because the alleged hyperglycemia was attributed to a use error of the device.

Manufacturer narrative:
The device is not required to be returned to animas.